Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 300 mg/dl. Suspected cause was due to having a carbohydrate ratio setting that was too low. Customer¿s healthcare provider assisted with updating the pump carbohydrate ratio setting to address the event.